Event description:
It was reported to philips that the device fails to pace a patient. A patient death has been reported. Further information will be send upon completion of the manufacturer's investigation.